Event description:
It was reported that the inspection before use found that the single suture package was damaged. Destroyed. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: do you have any photos available for visual analysis? No did this event contribute to any patient adverse event? Please describe the damaged primary package: were there any issues with the seal of the sterile packaging? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.